Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device after a peripheral arterectomy interventional procedure. Reportedly, an anterior cuff miss occurred, the physician attempted a second and a third proglide with the same result. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. The anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by flattened anterior cuff tabs. Cuff-to-needle tip detachment would result in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.